Event description:
The report stated that the jaws of the ligasure impact will not open. It was reported that there was no pt injury as a result of the failure. During a visual examination of the returned device, it was found that the jaws of the device have closed on the integrated cutter. Part of the cutter is exposed beyond the perimeter of the jaws.

Manufacturer narrative:
Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. This instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart). Before activating the cutter. Otherwise the cutter may not securely stay within the guiding track of the jaws.